Event description:
The customer reported the paddles are recognized intermittently.

Manufacturer narrative:
(B)(4). The customer reported the paddles are recognized intermittently. This complaint is still being investigated. A f/u report will be submitted upon completion of the investigation.